Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported a return of symptoms (losing stool and stuff like that (when urinating)) on (B)(6) 2019 so they went to increase stimulation, but encountered the power on reset (por) message. Caller also said they saw their rep in 2018 and was told the ins would last until (B)(6) 2018. The recent medical test or electromagnetic interference (emi) environmental exposure included a CT scan for cancer in their liver (not related to device/therapy) in (B)(6) 2019. As a result of what was reported, the patient was redirected to the healthcare provider (hcp) to determine if the por was caused by emi or low ins battery. The caller also noted their "bowels were doing great' on program 4 at 1.9v prior to seeing the por. No further patient complications have been reported as a result of this event.